Manufacturer narrative:
After further review of the complaint, it was determined this complaint was submitted in error. The customer was utilizing an infusion set that was not manufactured by medtronic. Please reference MFR report number 2032227-2017-18221 for the reportable insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 496 mg/dl due to bent cannula. Troubleshooting was performed and customer was educated on causes and prevention of bent cannula. Customer would call back for replacement.